Event description:
According to the reporter, when the instrument was fired, the staples did not close fully. Surgeon handsewed the anastomosis and performed a temporary colostomy on the pt. The safety also broke off the instrument. Unknown.